Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: the battery compartment was found to be cracked. There was evidence of moisture corrosion observed in the battery compartment. The pump's black box showed evidence of a partially discharged battery being installed on (B)(6) 2016 at 10:32 and on (B)(6) 2016 at 14:00; resulting in a replace battery alarm and low battery warning. The pump's current draws were measured to be within specifications. There was no further evidence of moisture on the internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. Reportedly, the pump had a battery life issue, the battery compartment was cracked and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #2, (B)(6) 2017- correction to serial #.